Manufacturer narrative:
(B)(4).

Event description:
The complaint transmitter was returned for evaluation. The device was visually inspected and no defect was found. A voltage test was performed and it passed. A pairing test was performed and it passed. Functional testing was performed and there was no failure detected. The reported event of transmitter failed error was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on 03/15/2017 that the display device showed a transmitter failed error on (B)(6) 2017. No additional patient or event information is available. Data was returned and evaluated. Data review could not confirm the reported event of a transmitter failed error. A root cause could not be determined.